Manufacturer narrative:
(B)(4).

Event description:
A cna reported questionable results from 2 different coaguchek xs meters. Refer to the medwatch with patient identifier (B)(6) for the medwatch report involving the nurse's meter, serial number (B)(4). The result from the patient's meter at 10:39 am was 4.7 inr. At 10:49 am, the cna tested the customer again with another coaguchek xs meter and the result was 3.3 inr. A new finger was used for this test. The result from a laboratory test on (B)(6) 2017 was 2.4 inr. The customer did not know the laboratory method used or the time between the blood drawn and the meter testings. The customer was not adversely affected. The customer was not anemic, was not on heparin, and had no antiphospholipid antibodies. There were no changes in coumadin, no new medications, no changes in diet, an illness, and no symptoms of a high inr. The therapeutic range was 2.0-3.0 inr. The meter and strips were requested to be returned for investigation. The strips were not returned for investigation. The returned meter was measured with masterlot strips in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 3.2 inr and 2.2 inr. Donor hct: 33% and 40%. Testing results: donor 1: masterlot / customer meter and masterlot. 3.2 inr/ 3.0 inr. Donor 2: masterlot / customer meter and masterlot. 2.2 inr/ 2.2 inr. All inr results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. Relevant retention test strips (lot 176189-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.